Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, while placing a clip, the wire broke on the instrument. No fragments were found in the area and thus, no x-rays were performed. The instrument was replaced to complete the surgery. The procedure was completed with no reported injury.